Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur; under possible adverse effects: 1. Material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Metal on metal articulating surfaces have limited clinical history. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-06083 and 2014-06504).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. Legal counsel further reported during the procedure, surgeon allegedly noted cloudy yellow fluid and metal staining. Review of invoice history confirmed the modular head was removed and replaced. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2011 was due to pain and elevated cobalt and chromium levels. The patient¿s operative report noted cloudy yellow fluid, metal staining, and cysts. Additional information received noted that approximately (B)(6) 2011 patient¿s blood was tested. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.